Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The surgery center has made the following changes: changed from reusable to disposable cannulas; starting a new lasik suite logging system ( sterility ); everyone to wear masks and booties in surgery suite; switch to disposable markers; will not use sterile gloves, sterile drapes; uses betadine - post lasik get vigamox / pf and at home with blink tears. Alternate qhr , 2nd day taper then 1w from qid. Prk patients get longer with drops and bcl. A field service specialist visited site and performed laser check, performed preventative maintenance (pm), tested the laser. No problems found. System meets johnson & johnson surgical vision specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had intacts procedure in right eye on (B)(6) 2018 to treat keratoconus before having cross linking. Dissolvable sutures were used at every cross. Post treatment patient presented with a small dot behind a suture that could have been irritation but doctor believes is infection. Uncorrected visual acuity is 20/40.